Manufacturer narrative:
Investigation results: investigation was carried out microscopically. The device shows five pins bent in clockwise direction. The function of the instrument is no longer given. The device quality and manufacturing history records have been checked for the available lot number 52449922 and found to be according to our specification valid at the time of production. Based on the information available as well as a result of our investigation the root cause for the failure is most probably usage related. There are no hints for a material problem. According to the quality standard and device history record files a material defect and production error was not found. Most probably the new nq839r enduro tibia plateau holding key was not used during the application. Without this new instrument there is the possibility that during the surgery the endure key is not properly fitted onto the locking ring. This will cause that not all pins are seated complete in the intended contact zones. Due to the force which applied during turning the locking ring, pins are bent. A field safety notice - safety information was send to the customer in february 2019.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product enduro key f/tib. Locking ring f1/10+12 mm. During surgery the surgical assistant slipped while trying to torque the locking ring to the tibia baseplate. Tool was bent in the act. There was no patient harm. There was no additional intervention required after the device bent during surgery. The patient outcome was good. Additional information was not provided. To note, this revision surgery was not performed to replace an aesculap product. The malfunction is filed under aag reference (B)(4).